Event description:
A pt underwent a therapeutic procedure for hemostasis to treat a gi bleed. Hte resolution clip device deployed prematurely once it came out of the sheath. A subsquent attempt to utilize the resolution clip device had the same issue. Please note associated medwatch 6000048-2006-00167 (attached). Another of the same device was utilized to successfully complete the procedure. The pt did not sustain any complications or ill effects as a result of the deployment issue.